Event description:
It was reported that a patient presented to clinic for follow up. Upon interrogation of the insertable cardiac monitor (icm) an error message appeared, interrogation was attempted again but the same issue occurred. It was also noted that there was noise. No changes or interventions were reported. There were no patient consequences.